Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: an innova self-expanding stent delivery system (sds) was returned with a .035 unidentified guidewire inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath had a slight buckling at the nosecone. The stent was not returned. The guidewire that was frozen in the device was protruding out of the distal end approximately 5cm from the tip and protruding out of the proximal end approximately94.5cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported withdrawing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID #2134265-2017-02149. It was reported that wire entrapment occurred. The target lesion was located in a totally occluded right superficial femoral artery (sfa). The lesion was pre-dilated with a 4x200mm mustang balloon catheter and then with a 5x150mm lotunix drug coated balloon. A 6 x100x130mm innova stent was advanced to the lesion and the stent was deployed. During removal, the delivery system wouldn¿t come off of 250 magic torque wire so the physician had to pull the entire system out with the wire stuck inside the deployment system. No patient complications were reported.